Manufacturer narrative:
Immucor technical support assessed the testing instruments and determined that there were no instrument problems evident at the time of testing. (B)(4).

Event description:
On (B)(6) 2018, a customer site reported an unexpectedly negative antibody screen when tested on a galileo neo instrument on (B)(6) 2018 and (B)(6) 2018.